Event description:
It was reported that during service conducted at the manufacturer a broken bur was found inside the stryker attachment (5100015250 lot 0303405423). It was also reported that this event did not occur during a surgical procedure and there was no delay or adverse consequences as a result of this event. On (B)(6) 2017, stryker instruments also reported the same information to brasseler. Pi-1436524. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).